Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient reportedly had an altis and restorelle directfix implanted. The patient reportedly experienced bladder sling erosion coming from the right vaginal wall with a foul smell coming from the eroded sling, mesh erosion, and severe groin pain radiating down the legs. Excision of the altis sling was performed under general anesthesia.